Event description:
Effect replacement interval reached after 19 months. A 7275 gem iii dricd attached to a medtronic 6947 ICD lead and a medtronic 2187 cs lead by a "y" adapter. A guidant 4470 atrial lead was also attached to the generator.